Manufacturer narrative:
The following sections were updated: the reported event was confirmed as product was returned. Visual evaluation of the returned instrument confirmed that the tip of the handle has fractured; the fractured pin/tip was not returned. DHR was reviewed and no discrepancies were found. The use and care package insert of this instrument warns that breakage can occur for instruments subjected to high loads and/or impact. Therefore, it was considered that repeated use over time was the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the inserter tip broke off during impaction of pin. No adverse events have been reported as a result of the malfunction.